Event description:
Twenty seven yr old female in critical care unit with ard's was on ventilator. Ventilator began cycling very fast with no air volume to pt while in pressure control mode. Respiratory therapists tried without success to correct problem. Ventilator was switched with another co ventilator. Pt desaturated into 70's during the episode. The malfunction device is the property of supply rental co in grand prairie, tx (214-647-8422). The ventilator has been returned to them.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.